Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the cath lab to have pacemaker system removed due to infection from pocket hematoma. The patient is stable.